Event description:
It was reported that the patient experienced discomfort and stiffness of the left shoulder on (B)(6) 2011. It was unknown if the event was related to programming or stimulation. The patient was reprogrammed on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. The outcome was reported as an ongoing event. It was later reported that the patient experienced deterioration of relation/marital conflict resulting in in-patient hospitalization due to social reasons on (B)(6) 2011. The outcome was reported as an ongoing event. It was reported that the patient experienced transient tension in the throat lasting approximately one minute around eight times a day beginning on (B)(6) 2011. The tension was related to programming/stimulation. The patient was reprogrammed on (B)(6) 2011 and the issue resolved without sequelae on (B)(6) 2011. It was reported that the patient experienced distress, including stiffness and discomfort of the right shoulder on (B)(6) 2011. The event was possibly related to programming/stimulation. The patient was reprogrammed that day and the event resolved without sequela on (B)(6) 2011. It was reported that the patient experienced a hypomanic state. Symptoms included associative thinking, flight of thoughts, restlessness, irritability and disorientation in time. The event was reported as possibly related to programming/stimulation. The event resulted in in-patient hospitalization. The patient's system was turned off on (B)(6) 2011 and the patient's dose of zyprexa was augmented. A CT scan with contrast taken on (B)(6) 2011 was normal. It was also reported that the patient's dose of fuvoxamine was augmented, and the patient was started on depakine chrono and etumine. The patient's system was turned restarted on (B)(6) 2011, and turned off on (B)(6) 2011. The device was restarted (B)(6) 2011 and it was reported that the event resolved without sequela on (B)(6) 2011.

Event description:
Additional information received reported that the patient was reprogrammed on (B)(6) 2011. The patient was also started on haldol and temsta on (B)(6) 2011. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient was undergoing psychotherapy beginning (B)(6) 2011.

Event description:
It was further clarified that the patient was hospitalized during the period of (B)(6) 2011.

Manufacturer narrative:
(B)(4).